Event description:
It was reported an over infusion of heparin. The volume to be infused (vtbi) was 6.5ml/hr; however, the heparin infused at a rate of 650ml/hr. Through due diligence attempts, additional information was provided by the customer. It was reported the heparin was ordered to bridge the patient back onto the factor xa inhibitor. Clinician bypassed the pump guardrails and manually entered the heparin drip using the basic infusion pathway. The rate/dose ordered was 650u/hour (6.5ml/hr) but was entered as 650ml/hour which effectively resulted in a bolus of 25,000u of heparin over thirty (30) minutes. The error was discovered on completion of the full infusion. Administration of protamine to reverse heparin overdose. Patient remained stable with no active bleeding. Additional information was received during on visit. The heparin infusion was a 150ml bag containing 25,000 units of heparin. 240ml was the ordered volume to be infused however 250ml was programmed as the volume. No other infusions were running at the time. The customer is further questioning for investigation: the heparin showed up on the mar as having been administered and verified by a second clinician in the epic ehr, however we were unable to locate this medication administration in our medication safety database. This medication administration does not show up on any of the reports. We'd like to troubleshoot how that might be possible. Is it an epic setting, a pump setting, a specific user practice, or some combination?

Manufacturer narrative:
Correction: adverse type, describe event or problem, initial reporter facility name, initial reporter occupation, report source, type of reportable events, device eval by manufacturer? Omit: concomitant med prod data, other occupation, report source other, e2401 - insufficient information, f24 - insufficient information, a1402 - excess flow or over-infusion (1311). Additional information: event attributed to, imdrf annex e, f, a codes. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of heparin. The volume to be infused (vtbi) was 6.5ml/hr; however, the heparin infused at a rate of 650ml/hr. Per report there was patient involvement but unknown harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-109274 is a concomitant. Please refer to manufacturer report number 2016493-2025-117573 and 2016493-2025-117574 which captured the correct suspect device per investigation report.

Event description:
It was reported an over infusion of heparin. The volume to be infused (vtbi) was 6.5ml/hr; however, the heparin infused at a rate of 650ml/hr. Through due diligence attempts, additional information was provided by the customer. It was reported the heparin was ordered to bridge the patient back onto the factor xa inhibitor. Clinician bypassed the pump guardrails and manually entered the heparin drip using the basic infusion pathway. The rate/dose ordered was 650u/hour (6.5ml/hr) but was entered as 650ml/hour which effectively resulted in a bolus of 25,000u of heparin over thirty (30) minutes. The error was discovered on completion of the full infusion. Administration of protamine to reverse heparin overdose. Patient remained stable with no active bleeding. Additional information was received during on visit. The heparin infusion was a 150ml bag containing 25,000 units of heparin. 240ml was the ordered volume to be infused however 250ml was programmed as the volume. No other infusions were running at the time. The customer is further questioning for investigation: the heparin showed up on the mar as having been administered and verified by a second clinician in the epic ehr, however we were unable to locate this medication administration in our medication safety database. This medication administration does not show up on any of the reports. We'd like to troubleshoot how that might be possible. Is it an epic setting, a pump setting, a specific user practice, or some combination?